Manufacturer narrative:
D10 concomitant products: sigpshell, sig power sigpshell control shell (lot#:n3h2221y), egia60amt, egia60amt egia 60 artic med thick sulu(lot#:n3j2299y), egia60amt,egia60amt egia 60 artic med thick sulu(lot#:n3k2317y), egia60axt,egia60axt egia60 artic extra thicksulu (lot#:n3l2052y), egiaustnd, egiaustnd endogia ultra univ std stap (lot#:p3d0048), egia60amt,egia60amt egia 60 artic med thick sulu(lot#:n3k2317y), sigpshell, sig power sigpshell control shell (lot#:n3h2221y), egia60amt,egia60amt egia 60 artic med thick sulu(lot#:n3k2317y), unk-sigadapt, unknown signia egia adapter (serial#:unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a robotic laparoscopic pancreatectomy, the stapler and the five reloads did not fire. There was no patient injury.